Event description:
A report was received that the patient was experiencing pain at her right stimulation going down her leg. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing pain at her right stimulation going down her leg. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the physician believed that the patient's pain was device related and it was the reason why the ipg was removed.